Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. On the day of the event onset, the patient experienced fever, chills, and cloudy effluent which are manifestations of peritonitis. The day following the event onset, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported), intraperitoneal ancef (dose and frequency not reported), and intraperitoneal fortaz (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the unspecified intravenous antibiotics was discontinued. At the time of this report, the patient remains hospitalized awaiting a rehabilitation facility and the intraperitoneal antibiotics remain ongoing. Also at this time, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.